Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
72 year old male patient with stage e cardiogenic shock implanted with impella cp in right femoral artery. Day 2 pump was removed by physician for access site bleeding. Unsure if access best practices were utilized during implantation. Impella to be coded to major bleed, serious injury, and device removal.

Manufacturer narrative:
Asae/ major bleed: the root cause of the access site adverse event was not determined due to insufficient clinical details.